Manufacturer narrative:
Tandem technical support followed up with the customer, and bg levels were declining at 211mg/dl. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were normal before bed, however they were elevated at 359mg/dl when the customer awoke. Elevated bgs were treated by administering a correction bolus with the pump. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made that the customer to consult with their healthcare provider to discuss what may be affecting bgs.